Event description:
Nurse responded to pt, to adjust et tube. Nurse found pilot balloon and associated tubing had disconnected from the et tube. Pt was extubated, this was not planned. Pt was not reintubated at this time.